Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that the cause of the stalls were unknown. It was reported that at first it was thought that the motor stalls occurred due to the patient's hospitalization on (B)(6) 2018 but when the logs were checked it was confirmed that the first stall occurred on (B)(6) 2018. It was noted that the patient would be assessed on (B)(6) 2018 for the possibility of a replacement surgery, however no firm date has been scheduled at this time. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(4) 2018 from a healthcare professional via a company representative who reported that the pump was replaced. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. The patient¿s medical history included a tbi (traumatic brain injury) in 2016. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving prialt (20 mcg/ml at 9 mcg/day), baclofen (2000 mcg/ml at 900 mcg/day) and morphine (10 mg/ml at 4.5 mg/day) via an implantable infusion pump. The indication for use is intractable spasticity. It was reported that the patient was in the hospital for an issue unrelated to the pump and was unable to get the pump filled. The caller stated that the pump was empty and during interrogation of the logs it was confirmed that multiple motor stalls and recoveries (almost every hour) had occurred. It was noted that the patient did not have a magnetic resonance imaging performed during their hospital stay and there was no electromagnetic imaging/magnetic sources present. The pump was currently in an active motor stall state with stopped pump period may exceed tube set displayed. The caller re-interrogated the pump and that did not resolve the issue. The pump off code was provided to the caller and the patient was being managed with oral medication. It was reported that they plan on scheduling a pump replacement and sending the pump back to mdt for analysis. No symptoms reported. No further complications have been reported as a result of this event.